Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 13 mg/dl and 130 mg/dl. 34 mg/dl and 340 mg/dl. The reported values are obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.